Event description:
It was reported that the catheter was found cut. Therefore, it was removed and replaced with a new one. On checking, the catheter was stretched and looked like it had been pulled. The catheter had been in place for 4 days. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was found cut. Therefore, it was removed and replaced with a new one. On checking, the catheter was stretched and looked like it had been pulled. The catheter had been in place for 4 days. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one s-l catheter for analysis. Visual inspection of the catheter revealed that the catheter was fully cut into two pieces. Both separation edges are rough and jagged. The catheter appears stretched and deformed at the points of separation, indicating it may have been pulled during use. The customer offered a potential explanation for how the damage occurred, indicating that the patient pushed the catheter repeatedly with their fingernail, and that it might have been cut by being pulled by the patient. The damage observed appeared consistent with this description. The catheter also appeared clamped midway down its body. The catheter was likely clamped during use, although it cannot be confirmed exactly when this damage occurred. The catheter pieces measured 28 1/4" and 1 1/4", totaling 29 1/2", which is within the specifications of 27 9/16" - 29 9/16" per product drawing. Functional inspection of the catheter could not be adequately performed due to the damage. A manual tug test confirmed the extension line was fully secured to its luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Minimize catheter manipulation throughout procedure to maintain proper catheter tip position." The customer report of a cut/torn catheter was confirmed through complaint investigation of the returned sample. Visual inspection revealed the catheter was fully cut into two segments. The separation edges appeared rough and jagged, and the catheter appeared stretched at the point of separation. The catheter met all relevant dimensional requirements, and a device history record review based on sales history did not reveal any evidence to suggest a manufacturing related issue. Based on these circumstances, the report that the damage occurred during use, and the comments from the user, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.